Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the high voltage tank inverter assembly and performed a filament calibration. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the sys would display a failure and generator communication error messages and smelled of burning wires and would not produce fluoroscopic x-ray. No pt injury was reported.